Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was noted the lesion was not pre-dilated prior to implantation of the xience v stent. It should be noted the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is unknown how the reported failure to pre-dilate the lesion could have contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2010, the patient awoke with increased chest pain and presented to the emergency room where the pain was relieved with a nitroglycerin patch. The patient was rehospitalized and underwent cardiac catheterization and revascularization of the target lesion. No additional information was provided.